Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope image disappeared, at first it was a dark image and later the image disappeared completely. The issue was found during a colonoscopy procedure. Device was inspected before use, and procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. The initial report was reported out of caution as there wasn't enough information. The device was returned and evaluation found no reportable malfunction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.